Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, the battery compartment was not found to be cracked. The keypad cover was intact but the up, down and ok buttons were unresponsive. The keypad cover was removed and there was no contamination found under the contacts. Unrelated to the original complaint, there was evidence of moisture behind the display lens. A leak test was performed and failed due to a case crack leak. The pump was opened and there was evidence of moisture throughout the pump internally and on the main printed circuit board.

Manufacturer narrative:
Follow-up #2 date of submission 03/29/2017 - correction to serial #.